Event description:
It is reported that when the nurse opened the outer case, she found the double sterilization packs were broken by the implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.